Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Bd received 24 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. None of the needles detached from its holder during the investigation, and all tubes filled satisfactorily. The threads on the needle hubs were also examined for any signs of damage; none was found. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that one pack of the bd vacutainer® precisionglide¿ multiple sample needle has damaged cannulas that would jump out during use. The incident could have potential to cause harm/serious injury, possible blood borne pathogen exposure.